Event description:
It was reported that failure to fully recapture occurred. A transcatheter aortic valve replacement procedure was being performed with the use of a sentinel cerebral protection system (cps) for embolic protection. The sentinel cps was inserted, and the proximal filter was deployed in the brachiocephalic artery. In an attempt to recapture the proximal filter to re-position, the proximal filter slider became stuck halfway and the proximal filter was only partially recaptured. The physician attempted to push and pull the slider to no avail. The sentinel cps was removed from the patient anatomy with the proximal filter in a partially open position. A new sentinel cps was successfully used to complete the procedure.